Manufacturer narrative:
As of today, this product remains in-service. No further information is available at this time.

Manufacturer narrative:
Additional information was received indicating the device was explanted and replaced. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicators (eri) due to extended charge times. This product is listed on the mid-life display of replacement indicators advisory. Technical services (ts) discussed advisory and stated that replacement is recommended within 90 days of declaration of eri. No adverse patient effects were reported.